Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) (registration #(B)(4)) on behalf of the MFR bhm medical, inc. (Registration # (B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
While ergolift was used to transfer resident from bed to chair, the lift tipped while turning it. Both lift and resident fell on floor. Resident was sent to hospital for treatment of their head and a laceration on their foot.